Manufacturer narrative:
Continuation e1 address: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported through the national agency for the safety of medicines and health products ansm (regulatory agency) "wrinkling", "waviness", "rotation" and capsular contracture baker grade IV. This record is for the left side. Device was explanted.